Manufacturer narrative:
The field service engineer (fse) inspected the analyzer. He checked the tank and cleaned it.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was not reported outside of the laboratory. The initial result was 2.65 mmol/l. The repeat result was 2.20 mmol/l. The reagent lot number is 66127801. The expiration date is (B)(6)2023.

Manufacturer narrative:
The calibration was within specifications. The qcs seemed to be stable. The alarm trace did not indicate any issues. The investigation determined that the event was due to a reagent carryover issue caused by insufficient service maintenance (insufficient adjustment issue of reagent probe wash) or insufficient operator maintenance (probe cleaning or cuvette replacement). Product labeling states: "check as needed/12 months - check system reagent bottles." "Daily maintenance - cleaning all pipetter probes and rinse nozzles"; "as needed maintenance replacing the sample probe eliminating clogging of the sample probe"; "monthly maintenance - replacing reaction cells and cleaning incubator bath". After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.